Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, a patient experienced eye discomfort. Two days later the patient went to the hospital for an examination and a large amount of fibrin deposition was observed on the surface of the iol. The vision was affected. The patient was treated with a pupil dilation agent and steroids for about one week. The fibrin was absorbed. The vision was restored. Additional information has been requested.

Manufacturer narrative:
This MDR 1119421-2016-00311 is being canceled due to additional information received from the surgeon which indicates that this is a duplicate of MDR 1119421-2016-00291 that was previously submitted and contained the most accurate information. (B)(4).

Event description:
Additional information was provided by the surgeon which indicates that the event associated with this patient and this product were reporter twice, therefore, this case is being canceled. This medwatch report will be canceled.